Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that after extubation, the doctor noticed that 21 cm from the tip, the tube was bent by 90 degrees. No malfunction was found prior to or during use. No patient harm reported.

Manufacturer narrative:
Medtronic reference #: (B)(4). The sample associated with this report was returned for analysis. Visual and dimensional testing could not confirm the reported condition. There were no kinks or dimensional non-conformances observed in the returned sample. The manufacturing guidelines and controls were reviewed and determined to be adequate in detecting the reported condition.